Event description:
During an in clinic follow-up, an infection was identified at the implant site. The device was explanted to resolve the event and a new system is anticipated to be implanted in the future. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The device was returned due to an infection. Interrogation of the device revealed the device was above elective replacement indicator (eri) level when received. The telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and no abnormalities were revealed.